Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As part of our an investigation, a field service representative (fsr) was dispatched to the user facility to observe and inspect the oer-pro. To date, the fsr visit has not been finalized. The cause of the reported event cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, black particles were observed in two of the facility¿s automatic endoscope reprocessors (aer). There was no patient involvement. This is 2 of 2 reports.